Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. This address the issue.

Manufacturer narrative:
An replace generator message was reported to abbott. The device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: h6 - patient code should have been 2388 in initial MDR, as patient lost therapy report type changed to serious injury b5 - surgical intervention may be taken at a later date to address the issue. A4 - patient weight added.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the clinician programmer was showing ¿replace generator¿ error message. It is undetermined if the ipg is exhibiting normal or premature depletion. No further information is available at this time.